Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump keypad was not responding to button presses. The reporter indicated that the pump was stuck on the home screen but the button presses were causing the display to get brighter but there was nothing else. The reporter indicated that the pump had been exposed to moisture.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2014 with the following findings: there was no visible damage the keypad. The keypad buttons were tested and the buttons were found to be responding properly to presses. The keypad was removed and no contamination was found under the keypad button contacts. During testing, the pump was found to be leaking from a damaged bolus button. The pump was opened and corrosion was observed on the keypad flex and connection to the printed circuit board.